Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported than an infusion of prn IV medications on a pump leaked from the outer portion of the circular filter. There was no report of harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of a leak from the filter was confirmed. Visual inspection of the set showed no damage or any anomalies. Functional and pressure testing confirmed leaking from the filter weld along the top area. No other leaks were observed and no fluid was able to exit the set's luer end due to dried blood within the tubing which was likely occluding the fluid path. The root cause was determined to be a supplier issue regarding the ultrasonic weld area of the filter.

Event description:
The customer reported than an infusion of prn IV medications on a pump leaked from the outer portion of the circular filter. There was no patient harm.